Manufacturer narrative:
This report is related to FDA MFR report # 2954323-2025-18852. Adc received additional information on 02-july-2025 in which it was reported that the adverse event was related to a low readings issue with the adc device. It was previously reported to adc that the adverse event was related to a sensor error message; this event was submitted to the FDA under MFR report # 2954323-2025-18852. Per the additional information received, no further reports will be submitted under FDA MFR report # 2954323-2025-18852. The device in question was removed at the hospital and its current status is unknown. An investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An extended manufacturing review will be performed and a follow up report will be submitted upon completion of the investigation. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On 02-july-2025, adc received an email from a caregiver, who reported a low readings issue with the adc device. It was reported that the customer had been receiving unspecified ¿normal¿ readings on the adc device leading up to the event, and therefore the customer did not administer insulin for several days and subsequently lost consciousness. The customer was admitted to the hospital with a laboratory blood glucose result of 1400 mg/dl and diagnosed with diabetic ketoacidosis. The caregiver stated that during the hospitalization, the customer passed away on (B)(6) 2025. No information was provided as to what treatment was provided during the hospitalization nor the cause of death. No autopsy report or death certificate has been provided at this time. Given the information presented at this time, it is inconclusive that the adc device has led to or contributed to the reported death. Adc customer service is currently in the process of making additional attempts to gather further information regarding the reported death. A follow-up report will be provided if adc obtains any additional information regarding this event.

Event description:
On 02-july-2025, adc received an email from a caregiver, who reported a low readings issue with the adc device. It was reported that the customer had been receiving unspecified ¿normal¿ readings on the adc device leading up to the event, and therefore the customer did not administer insulin for several days and subsequently lost consciousness. The customer was admitted to the hospital with a laboratory blood glucose result of 1400 mg/dl and diagnosed with diabetic ketoacidosis. The caregiver stated that during the hospitalization, the customer passed away on (B)(6) 2025. No information was provided as to what treatment was provided during the hospitalization nor the cause of death. No autopsy report or death certificate has been provided at this time. Given the information presented at this time, it is inconclusive that the adc device has led to or contributed to the reported death. Adc customer service is currently in the process of making additional attempts to gather further information regarding the reported death. A follow-up report will be provided if adc obtains any additional information regarding this event. On 15-july-2025, adc received additional information regarding this event. The caregiver reported a glucose reading of 128 mg/dl obtained from the adc device while the customer was in the hospital¿s intensive care unit. It is unknown whether the caregiver noted a trend arrow on the device. Additionally, it is unknown if any comparison readings were taken within 10 minutes at the time of the medical event. The customer reportedly did not receive third-party treatment from anyone other than themselves. A death certificate has been issued; however the death certificate does not specify an official cause of death, and the caregiver is not aware of what the official cause may be. This is a known issue for the serial number associated with this complaint, addressed by adc field action fa1002-2025. Impacted product was distributed to andorra, austria, belgium, canada, denmark, finland, france, germany, italy, luxembourg, netherlands, new zealand, norway, san marino, spain, sweden, switzerland, UK, us, and qatar. Adc field action fa1002-2025 was issued only to impacted countries.

Manufacturer narrative:
The following sections have been updated: b1 - adverse event/product problem. B5 - describe event or problem. G3 - date received by MFR. H6 - adverse event problem: component code, type of investigation, investigation findings, investigation conclusions. H7 - if remedial action initiated. H7 - other remedial action. H11 - additional MFR narrative. The device in question was removed at the hospital and its current status is unknown. An extended manufacturing review of the reported product has been performed. Lot 1001015875 performed within specification for all measurements. The dhrs (device history record) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. In the absence of additional information, adc cannot eliminate the manufacturer issue as the potential cause, given the limited sensor data available. Adc investigated this issue and determined that the freestyle libre 3 plus sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation conducted under fa1002-2025. This issue was addressed in the field by adc fa1002-2025. H7 - other remedial action: fsca - ad, at, be, ca, de, dk, fi, fr, it, lu, nl, nz, no, sm, es, se, ch, UK. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The following section has been updated: b5 - describe event or problem this report is related to FDA MFR report # 2954323-2025-18852. Adc received additional information on 02-july-2025 in which it was reported that the adverse event was related to a low readings issue with the adc device. It was previously reported to adc that the adverse event was related to a sensor error message; this event was submitted to the FDA under MFR report # 2954323-2025-18852. Per the additional information received, no further reports will be submitted under FDA MFR report # 2954323-2025-18852. The device in question was removed at the hospital and its current status is unknown. An extended manufacturing review of the reported product has been performed. Lot 1001015875 performed within specification for all measurements during the sensor manufacturing and release testing process. There were no non-conformances in the same time period that was related to manufacture of lot 1001015875. All measurements reviewed were within specifications. The dhrs (device history record) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On 02-july-2025, adc received an email from a caregiver, who reported a low readings issue with the adc device. It was reported that the customer had been receiving unspecified ¿normal¿ readings on the adc device leading up to the event, and therefore the customer did not administer insulin for several days and subsequently lost consciousness. The customer was admitted to the hospital with a laboratory blood glucose result of 1400 mg/dl and diagnosed with diabetic ketoacidosis. The caregiver stated that during the hospitalization, the customer passed away on (B)(6) 2025. No information was provided as to what treatment was provided during the hospitalization nor the cause of death. No autopsy report or death certificate has been provided at this time. Given the information presented at this time, it is inconclusive that the adc device has led to or contributed to the reported death. Adc customer service is currently in the process of making additional attempts to gather further information regarding the reported death. A follow-up report will be provided if adc obtains any additional information regarding this event. On 15-july-2025, adc received additional information regarding this event. The caregiver reported a glucose reading of 128 mg/dl obtained from the adc device while the customer was in the hospital¿s intensive care unit. It is unknown whether the caregiver noted a trend arrow on the device. Additionally, it is unknown if any comparison readings were taken within 10 minutes at the time of the medical event. The customer reportedly did not receive third-party treatment from anyone other than themselves. A death certificate has been issued; however the death certificate does not specify an official cause of death, and the caregiver is not aware of what the official cause may be.